Event description:
It was reported that the light source had image issues with intermittent power. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b5, d8, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The reported issue occurred in the middle of an unspecified procedure. The intended procedure was completed with the same device with just a few minutes of delay powering down the unit and turning it back on.